Event description:
Additional information was received from the patient. They reported the same issue previously reported. Patient mentioned that they were expecting a call from a manufacturer representative (rep) however they still have not received any call. Patient asked whether we have a direct contact for them. Agent reviewed information that we don't have a direct contact but patient services could send an email to the field and have the rep try to give them a call back however during the call patient mentioned that the rep reach out however it was not the rep that they are expecting but part of the same team. Patient says that will just talked to the rep instead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient called back and reiterated previously reported information. The patient stated since they last called the therapy was still not working for their symptoms. The patient stated that it worked a little better during the day but not at night and that when they went to the bathroom it appeared to be "little increments" of urine they were releasing. Patient stated even during the day, it seemed like they haven't been fully emptying their bladder since implant. The patient statedup until the implant, this had never been the case. The patient stated they had forgotten to mention this the last time they called patient services. Patient services reviewed device description/function, therapy expectations as well as programming and stimulation considerations. The patient stated they were going to bring the stimulation down to a more comfortable level and monitor their symptoms until they went to their follow up appointment on (B)(6) 2024. Patient also requested physician listings so patient services sent the patient the listings per their request. The patient also recently moved to a new location so at the end of the call, patient services warm transferred the patient to device registration to update their address. Documented reported event. No further action was taken by patient services.